Event description:
The customer reported an over infusion of normal saline (ns). The user programmed ns as a basic infusion at 75 ml/hr but pressed the 5 key off center. The user's thumb accidentally rolled off the bottom of the 5 key and activated the 8 key, entering 758 instead of the intended 75 ml/hr. The infusion ran for approx 1 hr with a total volume infused of 800 ml before the issue was detected. The biomed evaluated the function of the pump module and pc unit and could not find any recent error codes or anything errant. There was no harm or medical intervention. Although requested, no add'l pt or event details were provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The device has been rec'd and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.